Manufacturer narrative:
Description of the complaint/feedback: 'there have been two (B)(6) reports raised in emergency care for children on 20/12 and 22/12. Both incidents involved chin lacerations that were glued, but the wounds later reopened, resulting in the patients returning for further treatment. The service does not hold batch numbers for the product used. This issue is being escalated to nds for review and a formal investigation with the supplier. The supplier has attended the department and provided training.' Sales rep feedback: "none of the team at (B)(6) have engaged fully with me. I believe from their comments they are dropping the glue on to the wound to the extent that it is running over the patients' skin. So, I would tend to go with the second suggestion you made.'" Although this event was likely caused by user error, as medical intervention was required to prevent serious injury this event meets the definition of a serious injury.

Event description:
Description of the complaint/feedback: 'there have been two (B)(6) reports raised in emergency care for children on 20/12 and 22/12. This report relates to the event on 20/12. Both incidents involved chin lacerations that were glued, but the wounds later reopened, resulting in the patients returning for further treatment. The service does not hold batch numbers for the product used. This issue is being escalated to nds for review and a formal investigation with the supplier. The supplier has attended the department and provided training.' Sales rep stated: "hi (B)(6), none of the team at (B)(6) have engaged fully with me. I believe from their comments they are dropping the glue on to the wound to the extent that it is running over the patients' skin. So, I would tend to go with the second suggestion you made. When speaking to them about applying from the tip as per the IFU they commented back that this was not antt (aseptic non-touch technique) and that the wound should not be touched with the applicator tip. Again, this leads me to think that it is their application of the glue as a contributing factor. I have raised training as a requirement for all users in (B)(6) and suggested that, in light of the adverse events they are reporting, it is made mandatory for all staff who will use optima. In response to a query from (B)(6) to (B)(6) about what antt was: it stands for 'aseptic non-touch technique' but antt is easier to say. All nurses should be familiar with the abbreviation and the whole phrase. It was developed by infection control and specialist nurses to minimise potential infection risks. It is based on the surgical concept of sterile fields and avoiding contact with non-sterile surfaces. This is done by reducing, ideally eliminating, the contact between "key parts" of sterile products and other surfaces, including skin. With regard optima, the key part would be the applicator tip. This key part should make minimal contact with sterile surfaces prior to use on the skin. Ideally, the skin will have been cleaned and sterilised also. That means the process is antt compliant."